Event description:
Information was received that reported that a pt had expired and the reporter is alleging that it may be due to an infection caused by the manufacturers implanted device. It was reported that the pt was being treated for cancer and was immunocompromised. The implantable access system was implanted 06/03/2005 and explanted 06/15/2005 due to the suspected infection. The site cultured positive for staph aureus. It was reported that the pt eventually died from complications due to infection. The reporter stated that their clinic has a very low rate of nosocomial infection.